Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is a part of this field action but without the return of the lead it is unknown if it acted in a manner related to the field action. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a recent onset of noise and was potentially fractured. It was noted that the patient indicated that it was possible electromagnetic interference exposure due to being a barber. The rv lead remains in use. No patient complications have been reported as a result of this event.